Manufacturer narrative:
Additional information was received from the physician that the dissection was not related to the delivery catheter system, but a no n-medtronic product. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient experienced an occlusive dissection of the common femoral artery at the end of the procedure. An angioplasty with stent placement was performed to resolve the issue. It was reported that the physician did not feel that the dissection was due to the device but rather a procedure related event. No further adverse patient effects reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: dissections and perforations are known potential adverse effects, per the instructions for use (IFU) that can occur during any invasive procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added the lot number for the dcs.